Event description:
A bipap a30 silver series device was returned to a third-party service center for service. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative error code e020 (defective eeprom) and the printed circuit assembly (pca) will need to be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.